Manufacturer narrative:
Model number/catalog number: sc-3138-35, serial number: (B)(4), batch/lot number: 7042676, model/catalog description:lead extension kit 35cm. The explanted lead extensions were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients lead extensions were causing discomfort around the belt line. The patient underwent a revision procedure wherein lead extensions were replaced. The patient was doing well postoperatively.